Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed but not reproduced. The root cause of the reported problem could not be identified. The pump head module was replaced to address the reported problem. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module software version is 5.08.92.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:03, interrupting delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This user interface module software version of this device is unknown. No additional information is available.